Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were provided for evaluation. Both show a syringe with solution. It has floating foreign matter. It isn't clear if the size of the foreign matter shown in the photos would pass through the needle. Additionally, it is not possible to determine what the floating particle is. Root cause is undetermined. The customer stated that the particle appeared to be an insect. Here are some things we have done to eliminate insect contamination in the plant: plastic curtains are installed between packaging and assembly areas. The manufacturing area has positive pressure. Sugary drinks are banned from the manufacturing area and surrounding areas. Standing water is prevented via our rain drainage system. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. There was no report of injury or medical intervention.